Event description:
The customer obtained a falsely low value for intact parathyroid hormone (ipth) on one patient sample when using reagent lot 297 for the ipth assay on an immulite 2000 instrument. The falsely low result was reported to the physician and questioned. The patient was then redrawn and tested on an alternate platform where the value obtained was higher. The original sample was then repeated on the immulite 2000 instrument in duplicate and both values were low. The sample was tested on a second alternate platform and the value obtained was higher. The sample was repeated on a second immulite 2000 instrument and the value obtained on the sample was low. The sample was then treated with the heterophile antibody tubes (hbt) to rule out the presence of heterophilic antibodies, and tested on the immulite 2000, the value was still low. Finally the sample was tested on a third alternate platform and the value obtained on the sample was low. There were no other discordant samples for ipth on the day this sample was run. It is unknown if the repeat results obtained on the alternate platform were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely low ipth result.

Manufacturer narrative:
A siemens global product support (gps) specialist reviewed the customer data. The customer had informed gps that the system was functioning as per specifications as there were no other discordant samples. The slope adjustment and the quality control samples run for the ipth was within specifications on the day the discordant sample was run on the immulite 2000 instrument. The cause of the falsely low ipth sample on the immulite 2000 instrument is unknown.